Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 implantable pulse generator (ipg), implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported by remote transmission there was over sensing on the right ventricular (rv) lead. The lead is still in use. No patient complications were reported as a result of this event.